Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that the pump alarmed error code 72 during the power up process. The investigation determined that a defective printed wiring assembly board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the backup pump exhibited low cartridge alarm. It was reported that the pump displayed low cartridge alarm because it was programmed incorrectly. Reported no harm to patient, no missed doses. No reported adverse effects.